Manufacturer narrative:
Received 35pcs and 1rk 455099p/b210435p for evaluation. Received customer pictures and data. We have no further complaints on the material/batch. A check of quality, production, maintenance records revealed no deviations related to the reported error. Customer samples were evaluated. A check for potassium content could not be detected. Samples were centrifuged at gbo recommendation for 10min at 1800g. No deviations could be found. A consistent and even gel barrier could be observed on all tested tubes. Therefore, this complaint is not confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. We received samples, however the evaluation of the samples and event is still in process. As soon as the investigation is completed, we will file a supplemental report.

Event description:
Customer states they are experiencing gel problem with a shipment of sst tubes they typically order. The gel is stringing up and causes problems with the instrument. It is producing imprecision electrolyte results so that they are having to clean the ise module and rerun the patients. This started occurring when they started using this lot number, approximately 2 weeks ago. When asked how many occurrences, the customer advised that they had their techs try it again using this lot number of tubes and after 5 patients, they stopped because they were all bad. This is occurring with multiple patients. The tubes are inverted the recommended number of times, the phlebotomists follow this rule especially since their practice is oncology. The tubes are allowed to sit for 30 minutes for complete clotting and because of this known problem, they have been even more diligent about it. The affected tubes were completely clotted before centrifugation. After 30 minutes they are checked again for complete coagulation before centrifugation. They have waited over an hour for those specimens drawn from the port. These 5 specimens were drawn from a venipuncture. Customer provided centrifugation verification results. The centrifugation speed is 3500 rpm for 10 minutes. The customer advised they do not have time to figure out the rcf but it should be around 2100-2300 rcf. The analyzer in use is the beckman au480 and the beckman dxi600. The customer provided pictures of the bad lot b210435p and the good lot b2011363. The customer advised they have been using greiner tubes for over 20 years. There were lots they have struggled with but this one is affecting electrolyte results. The ise pot and electrodes are most vulnerable to fibrin and gel is even worse. They have had to repeat testing of patient samples, take the time to transfer serum to a cup to avoid the gel and have had to change the sodium and chloride electrodes that are (B)(6) each. When asked if they are having underfilling issues with tubes (as the photos displayed underfilled tubes), the customer stated no, they were not underfilled. The tech tried to wring out the gel and pipetted and transferred serum to an insert cup. The customer doesn't think they are seeing an underfilling problem.